Event description:
The customer contacted stryker to report that their device would not power up with ac power source. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power up with ac power source. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was not returned to stryker for evaluation. Customer determined that the issue was due to a faulty power outlet. The reported issue could not be verified or duplicated. A conclusive root cause could not be determined. The device remains in service with the customer.